Event description:
--

Manufacturer narrative:
Upon additional information this investigation will be updated.

Event description:
Boston scientific received information that this lead implanted in 2003, previously was connected to two different devices, and most recently when connecting this right ventricular lead to the newly implanted device insertion difficulty was encountered, but finally a successfully connection was made. At the most recent follow up a "open circuit" message was noted as well as oversensing. All electrical functions were confirmed to be normal. A device change out procedure took place, but once again the lead was difficult to insert into the header. Post operative checks showed normal measurements. The device was explanted and an atrial lead was inserted into the device header to confirm that the port size was correct. An issue with the right ventricular lead was suspected. It was suspected that the right ventricular lead pin was misshapen due to many device changes thus difficulty with the insertion of the lead. At this time the lead remains implanted, while the device will be returned. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
-

Event description:
-

Manufacturer narrative:
The device has not been returned to date. Should additional information become available this investigation will be updated.

Event description:
Additional information received noted that this device was explanted, and returned. Upon detailed analysis this investigation will be updated.